Event description:
It was reported that during a flexible ureteroscopy procedure with stone fragmentation, the fiber's tip broke inside the patient. It was found in the chalice and measured approximately 5 mm. It was noted that the broken fiber tip was withdrawn without obstructions. The procedure was completed with another of the same device. There were no patient complications.